Manufacturer narrative:
It was later reported that artifact on the shock channel with isometrics was noted with further lead testing. The patient was to have stress test and then be scheduled for a subsequent revision.

Manufacturer narrative:
The device was returned and detailed laboratory testing was completed. It was concluded that the clinical observations (noise and impedance issues) were the result of fractured feed-thru wires from a loose device header. See report#2124215-2012-14480. The chronic rv defibrillation lead was received at boston scientific's return products department and is currently undergoing laboratory testing.

Manufacturer narrative:
Visual inspection by boston scientific's post market quality assurance laboratory found that the lead had been returned severed in two segments (14.6 cm from the is-1 tip). An extracting stylet was still inserted into the distal segment and could not be removed. Set screw marks were identified on all terminal connectors (is-1 and df-1 distal pin) and leaf spring marks were found on the is-1 terminal ring. The proximal segment was put through and passed electrical continuity testing. The rs(+) and df(-) portion of the distal segment passed electrical continuity testing; however, the rs(-) could not be tested because of the insertion of the extracting stylet. X-ray examination of this segment did not identify any conductor fractures. The clinical observation of greater than 125 ohms could not be confirmed through laboratory testing of this lead.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory and the chronic rv defibrillation lead was explanted and replaced. The replacement rv defibrillation lead was attached to the chronic device and an greater than 125 ohm shock impedance was recorded. The chronic device was explanted and replaced. A normal shock impedance value was recorded when the replacement device was connected to the replacement rv defibrillation lead. During the extraction procedure, the left ventricular (lv) lead was inadvertently dislodged. The chronic lv lead was explanted and a replacement lv lead was successfully implanted.

Manufacturer narrative:
Resolution has been requested from the field representative, however, no further information has been received. This investigation will be updated should further information be provided.

Manufacturer narrative:
The patient returned to the clinic for further evaluation. Isometrics did produce noise on the shock electrogram and out of range measurements were again observed. Of note, this patient did fall approximately three months ago and a couple weeks ago which correspond with when the impedances had increased. Technical services discussed troubleshooting again. The patient was likely to have a lead revision rather than the system tested with 1.1 or 41 joule shocks. No patient effects have been reported. This event will be update upon further information received. To date, it appears this lead remains in-service.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected greater than 125 ohms on this right ventricular (rv) lead. There was inquiry of reviewing the trend data as there were blank spots with no marked dot. It was later reported that there were additional readings of greater than 125 ohms. Technical services discussed troubleshooting and no noise was created. Shock impedance after the last shock delivery was 60 ohms, however this was prior to the greater than 125 ohms readings started to occur. Shock impedances had been around 70 ohms. No adverse patient effects were reported and the patient was to be further evaluated at a later date.